Event description:
Same event as MFR# 6000093-2007-00758 and 6000093-2007-00756. It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The 99% stenosed lesion was located in the proximal right coronary artery (rca). A stent was deployed in the lesion without pre-dilatation. Following stent deployment, the physician attempted to post-dilate with the quantum maverick monorail balloon, but it ruptured. The number of inflations and to what atms is unknown. The procedure was completed with a different device. There were no reported patient complications. Patient status listed as "good".

Manufacturer narrative:
The device was discarded at the user facility, thus a returned device analysis could not be conducted. Since the batch number is unknown, the shop floor paperwork could not be examined. The root cause of the event could not be determined.